Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm noted. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
It is reported that the patient has a button error on their insulin pump during priming. Patient's blood glucose level is at 62 mg/dl. Trouble shooting conducted and found that the device was in a car accident. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).